Event description:
Intuvie received a report from right way medical indicating that, during preventive maintenance (pm), the free flow clamp was found stuck in the open position due to fluid ingress. No patient involvement was reported.

Manufacturer narrative:
During servicing upon opening the pump it was revealed that the faceplate and motor are broken. A review of the device¿s serial number history revealed no similar complaints. The reported failure mode was confirmed during evaluation. The pinch clamp module will be replaced. The probable cause was determined to be component failure. Reference to complaint#: (B)(4).